Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Bg cause was not known. Customer required assistance from husband by suspending insulin deliveries and giving the customer juice to drink to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.